Event description:
It was reported that during a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. During inserting the faradrive steerable sheath clear into the atrium, the faradrive steerable sheath clear could not aspirate. The procedure was completed successfully with a new faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned.